Event description:
CT scan without contrast identified an abdominal aortic aneurysm at the stent site of an abdominal aortic aneurysm that had been repaired approximately five years ago. Physician felt that the stent had leaked / ruptured . Stent graft failure. This resulted in a second surgery. Patient's surgery went well without permanent problems.